Event description:
It was reported to medtronic minimed that the customer experienced exposed to moisture, critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1884. Customer reported a critical pump error/open book image error. Customer reported that pump was exposed to moisture. Fluid is present in reservoir compartment. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
After battery installation unit powered on with open book image. Unit was cut open to perform a visual inspection and found moisture damage on pcba1, j6/j7 connector, keypad flex connector, lcd flex connector, and force sensor. Isolate to electronic stack. Test p-cap locked in place properly during testing. The following damages were noted: battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, pillowing keypad overlay, and scratched case. In summary, customer concern for critical pump error (open book image) confirmed. Open book image due to corroded electronic assembly. Isolate to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.